Event description:
It was reported that the user experienced low blood glucose at 60 mg/dl, disconnected from the ilet, and self-treated with oral glucose (soda), after which glucose rose to 131 mg/dl without symptoms; the user had been pausing the system during lows but was informed that insulin dosing suspends automatically below 70 mg/dl and stated he would stop pausing and contact support if this recurs. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included resolution of the low glucose after oral carbohydrate and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user behavior contributing to the event with no device malfunction reported. It was concluded that hypoglycemia occurred with cause unclear and was addressed through education regarding system behavior and appropriate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.